Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Investigation findings - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. Investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. The actual device was not returned to the manufacturing facility for evaluation. However, one unused sample were returned for evaluation. One unused 6f angio-seal vip device was received for product evaluation. The device was received in a sealed header bag with all accessory components. The sealed header bag was opened, and the device was subjected to visual analysis. All accessory components were removed. There were no gross visual anomalies noted with any of the accessory components. Functional testing was conducted the device was deployed in the angio-seal vessel model following the angio-seal vip IFU. The locator and sheath were mated and placed into the vessel model over the guidewire. Then the locator and guidewire were removed, and the carrier tube assembly was inserted. The deployment sleeve was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The device was pulled back and tamper tube could be seen. The tamper tube was gripped, and the device was continued to be withdrawn until a clear stop appeared on the suture. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully. No functional anomalies were noted with the device and the deployment was successful for the device. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device foot plate would not deploy. All components came out of the groin. Pressure was held/manual compression, hemostasis achieved. Additional information was received on 14aug2020: a 6fr sheath size used. A pre-deployment angiogram was performed. Manual compression was used to gain hemostasis. Patient was in stable condition.